Event description:
It was reported that during use on a patient the fiber optic sensor on the cariosave intra-aortic balloon pump (iabp) failed. The iabp was swapped to continue treatment without issues. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm ran the unit with trainer without issue, however, the stm identified broken fiber optic connector. To address the issue the stm replaced the fiber optic connector, additionally the stm replaced the tether assembly as well as the doppler as they were ripped from unit. The stm calibrated the unit, and performed all functional, and safety tests, which passed to meet factory specifications, and the iabp was returned to the customer, and cleared for clinical service. Full event site name: (B)(6).

Event description:
It was reported that during use on a patient the fiber optic sensor on the cariosave intra-aortic balloon pump (iabp) failed. The iabp was swapped to continue treatment without issues. There was no harm, or injury to patient, and no adverse event was reported.